Manufacturer narrative:
The investigation into the aic - optical signal issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: the device logs from the complaint occurred date were consistent with reported content. During the initial setup, the pump was connected, however the optical sensor system error was alarmed because the pump did not push all the way. After the pump was reconnected and placed, the appropriate mc was observed but without ps. Later, the reported alarm was triggered, controller error (opm comm stopped) [optical pump connected] - alarm issued. Also, clinical staff decided to switch aic but the console was unable to be shut down because console determined that pump was still connected. Device analysis: the reported failure mode was not reproduced with test pump and pc. Blue receptacle for pump was ensured for no significant contamination. Optical 5s parameters were measured to be within specifications. No problem was found on console. The reported controller error (event set #1043) is likely result of optical placement signal loss, due to opm communication corruption. This is a known pattern failure, abiomed is aware of the issue, and is working on appropriate corrective action. Issue is resolved after aic is power cycled. In a clinical setting - if needed, monitor patient hemodynamics and impella position with imaging. The speculation matches the facts that: 1. No valid ps was observed on monitor after pump was reinserted and placed, 2. Pump disconnection from console was unable to be detected . Although the speculation could not be confirmed due to missing of rtlogs, the functionalities of console ic4526 was ensured by in-lab testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. During setup, optical sensor failure screen appeared, the white connector cable disengaged from the aic and optical light was observed. It was reported that the pump purged well and was functional. A replacement aic was not prepped, and the impella cp was placed without a placement signal. The pump did have the appropriate motor current. Then the "controller error" alarm appeared with advisory to switch aics. The replacement aic was booted up and the switch was made without any complications. The procedure was successful, no reported harm or injury to the patient.